Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Event description:
It was reported that insulin pump had a blank display screen and a small hairline crack at lower part of display screen. Customer's blood glucose was 420 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.